Event description:
A report was received that the patient was experiencing uncomfortable ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Explanted date: (B)(6) 2017 additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing uncomfortable ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing uncomfortable ipg site. The patient will undergo an explant procedure.